Manufacturer narrative:
The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR.

Event description:
A male consumer reported being diagnosed with (unconfirmed) acanthamoeba keratitis while including complete moistureplus contact lens solution in his lens care regimen. The patient experienced blurred vision and was seen by an eyecare practitioner who initially prescribed new contact lenses then later diagnosed the patient with an eye infection and prescribed eye drops. The blurred vision did not improve and the patient's symptoms progressed to photophobia and redness. The patient was seen by an ophthalmologist who diagnosed the patient with herpes simplex virus. When the patient did not respond to treatment, the ophthalmologist reportedly diagnosed the patient with acanthamoeba keratitis and referred the patient to a corneal specialist. The patient was treated with topical and oral medications. The patient now reports that his vision is almost back to normal, except for a gray haze caused by scarring. The complaint unit was discarded and is not available for evaluation. No lot number was provided to amo.